Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8550obt burr did not make it into the joint. This occurred during an unknown procedure when the burr spun throwing metal pieces into the joint. There was no patient effect reported. No additional information provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.